Manufacturer narrative:
No conclusion code available; final analysis found hardware latch anomaly which resulted in high current drain.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented in clinic via vibratory alert. Upon attempt interrogation, the pulse generator could not be interrogated. The device was explanted and replaced. The patient was in good condition prior, during, and post operation.